Event description:
The customer reported that the x-rays were deactivated and the screen was black. The sys would not produce x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The j8 connector in the power signal interface board was cleaned and reseated. The system was then found to be operating as intended.